Event description:
Further information provides that the physician assumes that the remaining part of the wire is still somewhere inside the patient, but the do not know where.

Event description:
Further information provides that the physician assumes that the remaining part of the wire is still somewhere inside the patient, but the do not know where.

Manufacturer narrative:
Device evaluated by MFR: only the rotablator advancer unit was returned. The advancer unit was returned attached to the related catheter device. The related rotablator catheter unit could not be wet tested due to a damaged handshake connection. The advancer unit was attached to a test catheter unit . A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out and no issues were noted with the advanecr unit's handshake connection during the connection of the device. The advancer unit was wet tested and the advancer unit reached speed. No issues were noted with the advancer unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-03795, 2134265-2011-03798 it was reported that during a rotational atherectomy treatment procedure, a wire break and dissection occurred. Vascular access was gained via the groin. The significantly stenosed concentric target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). The physician set the system with a platform speed of 150,000. The physician advanced the rotawire floppy guide wire beyond the lesion, and successfully ablated the lesion with the 1.25mm rotalink plus burr. The physician then withdrew the 1.25mm burr, and attached the 1.5mm burr to the advancer. While advancing the 1.5mm burr on the guide wire to approximately 40-50 cm, the proximal end of the guide wire would not feed through the advancer. The physician then attempted to use dynaglide mode to move the burr onto the guide wire, however the rotawire floppy guide wire snapped with 3cm of the guide wire remaining outside of the guide catheter. The physician tried to exchange the remaining distal guide wire with an over-the-wire balloon however the remaining portion of the guide wire was lost in the patient's vessel. The physician attempted to snare the guide wire without success. The physician then used a modified snare using a guide wire, however the rotawire floppy guide wire became loose at the ostium of the left main and lad. In order to secure the guide wire, the physician deployed a stent. The patient then required a pericardial drain as an assumed dissection had occurred in the intermediate artery from the rotawire floppy guide wire. The patient was transferred for surgery however the patient experienced a transient ischemic attack (tia); the patient has fully recovered. Successful CABG to the left circumflex was performed with 20cm of the rotawire floppy guide wire removed. Patient status is reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).